Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation with a dilator fully engaged. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, functional testing revealed a leak which was caused by two tears in the hemostasis seal. However, it is uncertain what caused the seal to tear.

Event description:
It was reported an air leak was noted at the hemostasis valve of the introducer sheath during the procedure. There were no consequences to the patient.